Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers and loss of capture. The reported event of loss of capture was not confirmed. A complete lead was returned in one piece. Electrical tests and x-ray examination was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that patient presented in clinic for follow-up. Upon review of chest x-ray imaging, it was noted that the pacemaker had migrated, and the atrial/right ventricular leads had dislodged due to twiddler's syndrome. It was also noted that atrial lead exhibited loss of capture. The whole system was explanted as a result. Patient condition was stable.